Manufacturer narrative:
H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. During an infusion of vassopressin, the pump reportedly infused too quickly and ¿at 11:00¿ the bottle was empty. It was further reported the patient experienced ¿mild/temporary harm¿; however, this was not further specified. The facility chose not to return the pump for evaluation. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.